Event description:
Patient called alleging that meter gives an error 2 message. Error 2 appears when inserting the test strip into the meter. Patient has symptoms, which were clammy and feeling slow. Patient did not seek medical attention or call the md. Customer service was unable to resolve the issue and sent patient a new meter.